Manufacturer narrative:
H6: investigation summary: based on the details reported, it is possible the alleged particles may have been embedded within the syringe. Given we did not receive any samples, ten retained samples of reported lot 2002005 were used for additional evaluation. All product was visually inspected, no black particles or other contamination was observed within any of the product. A device history review was performed for lot 2002005, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Molding parameters were reviewed and verified all machines were operating within specified limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, embedded material can occur due to burnt material generating during the molding process and becoming injected into the syringe mold. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that black particles were found in the bd plastipak¿ hypodermic luer-lok¿ syringe. The following information was provided by the initial reporter, translated from dutch to english: "we regularly detect (mostly black) particles stuck to the inside of the syringes. We cannot have added these ourselves."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black particles were found in the bd plastipak" hypodermic luer-lok" syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "we regularly detect (mostly black) particles stuck to the inside of the syringes. We cannot have added these ourselves."